Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 624498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". The patient's medical history included back pain, endometrial disorder, adenomyosis and paratubal cyst. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding general"), depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), irritability ("irritablity"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, migraine, headache, irritability, vaginal discharge, genital haemorrhage, depression, fatigue and vulvovaginal pain outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: final trailing coils right 5 left 3. Md as essure insertion date : (B)(6) 2007. Discrepancy noted as essure confirmation test: (B)(6) 2018. Received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Pathology test - on an unknown date: uterus, cervix and fallopian tubes, hysterectomy with bilateral salpingectomy: - unremarkable ectocervix and adjacent endocervix. - proliferative endometrium, negative for endometritis, hyperplasia, and malignancy. - superficial adenomyosis with the remaining myometrium and sampled uterine serosa unremarkable. - right and left fallopian tubes unremarkable in appearance with a small paratubal cyst noted on the left side. Gross description: the specimen labeled and designated "thompson uterus, left and right fallopian tubes" is received in formalin and consists of an intact uterus with attached cervix and bilateral, fimbriated fallopian tubes that measures 9.1 x 5.9 x 4.4 cm and weighs 92 grams. The tan-pale pink to focally hemorrhagic, smooth and glistening ectocervix measures 4.1 x 3.6 cm with a slit-like os measuring 1.0 cm in length. The uterus is opened to reveal an endocervical canal that measures 3.4 cm in length x 0.6 cm in diameter and is lined with a tan pale-pink, herringbone and glistening mucosa. The endometrial cavity measures 5.1 cm in length x 2.6 cm cornu to cornu and is lined with a tan-pale pink to diffusely hemorrhagic, smooth and glistening endometrium with an average thickness of 0.1 cm. The uterus is serially sectioned to reveal a tan-pale pink, trabeculated and glistening myometrium with a maximum thickness of 1.9 cm. The purple-gray, glistening and fimbriated left fallopian tube measures 7.9 cm in length x 1.2 cm in diameter with a metallic coil medical device present. Serial sectioning reveals a tanpale pink tubular structure with a pinpoint lumen. The pink-purple, glistening, fimbriated right fallopian tube measures 8.2 cm in length x 0.6 cm in diameter with a metallic coil medical device present. Serial sectioning reveals a tan-pale pink tubular structure with a pinpoint lumen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, nausea. Lot number: 624498 manufacturing date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no: 624498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding general"), depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), irritability ("irritability"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, migraine, headache, irritability, vaginal discharge, genital haemorrhage, depression, fatigue and vulvovaginal pain outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date: on (B)(6) 2007. Discrepancy noted as essure confirmation test: on (B)(6) 2018. Received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: bilateral occlusion. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received lot number was added. Events " abnormal bleeding (general),psychological or psychiatric problems condition:depression, vaginal pain, plaintiff didn¿t undergo essure confirmation tests" were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), irritability ("irritability") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, migraine, headache, irritability and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, headache, irritability, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2007. Discrepancy noted as essure confirmation test: (B)(6) 2018. Received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: migration, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vag. Discharge, migraine, headaches., irritability.reporter's information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.